Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer of their primary tubing cracking and "pieces falling off." They stated the patients were coming back from surgery with an extension set on the tubing, and the extension set seemed to be a common factor to the breaking. There was no harm to the patient as result of his event.